Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient experienced pain due to the eroded mesh and additional medical treatment.all other information is unknown.